Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the package sticks to the implant. No delay was reported. No known impact or consequences to the patient or the user.

Event description:
It was reported that the package sticks to the implant. No delay was reported. No known impact or consequences to the patient or the user.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. We identified that the complaint (B)(4) and the complaint (B)(4) concern the same incident and both of these complaints referred to the same product (item: 650-0834). We will close (void) the complaint (B)(4) as it is a duplicate complaint. Please referred to the complaint (B)(4) for further correspondence. We will not be sending any follow-up regarding the complaint (B)(4).